Manufacturer narrative:
Insulin pump passed the active current test, sleep current test and self test. Drive count or time values or changes incorrect for moving or coasting error alarmed during rewind due to moisture damage on the electronic assembly, motor, and force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarm. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 78 mg/dl at the time of the incident. Customer states the display was not blank less than 30 seconds and did not return. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.